Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator had a bad manometer and missing all knobs on the unit and the battery door. Patient involvement unknown.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The pressure manometer did respond to any pressure setting. Physical impact/ user interface is the root cause. The pressure manometer and battery door was replaced, all small knobs and installed missing end caps. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.